Event description:
Report received of a non-delivery. It was reported that the pump was in use on a pt, and the pt did not get the fluid that was supposed to be infused. The pt was ordered to receive morphine sulfate, unspecified concentration, with unknown settings. According to the reports received, the "pca bag was full after running since 10am, and the display read 97.3ml infused." It was unknown what time the bag was found full or how long the pump had been infusing. There was no reported adverse pt event or harm. Though requested, no further info was available.